Event description:
It was reported, while using the ev1000 platform, the pressure measurement data was incorrect. According to the user, the pressure measurement was faulty and the user did not trust this value (exact value not provided). There is no report of any error message being observed. The patient was not treated due to the value being displayed. No report of any patient injury.

Manufacturer narrative:
Review of device manufacturing records additional manufacturer narrative: the subject device was returned to edwards lifesciences for evaluation; however, the reported event could not be duplicated through testing. The system passed complete testing per edwards' procedure without issue. The device history record (DHR) review was also completed and this device passed all manufacturing inspections with no non-conformances identified. The device can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately. Edwards will continue to review and monitor all reported events. No further actions are possible with the available information.